Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery extending to the left main coronary artery (lm). A 2.50x38mm promus element ¿ long drug eluting stent was selected for use and advanced to treat the lesion. During the procedure, the physician attempted to release the stent but the stent dislodged in a non-target lesion. The physician did not think that the stent could be removed, therefore the decision was made to deploy the stent in the dislodged location. The procedure was completed by deploying a non-bsc stent in the target lesion. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).